Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of previous hospitalization for high blood glucose levels and diabetic ketoacidosis. The customer states their levels had gone over 600mg/dl. The customer states their levels came down pretty quick. No further information or assistance was provided.